Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the reported event was not reproduced during testing of the returned modular cable. Log files were submitted and downloaded for review and data from the event date of 21apr2025 was reviewed. The log files captured a driveline power fault alarm on (B)(6) 2025 from 11:40:31 to 17:00:34 that was associated with a pwr_b_broken fault. The alarm resolved on (B)(6) 2025 at 17:00:34 once the driveline was disconnected to exchange the system controller and modular cable. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Inspection of the returned modular cable (lot number: 10055848) revealed corrosion around all of the pins in the inline connector; this could have contributed to the reported alarms. The modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the modular cable were then tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump for an extended period of time without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The root cause of the driveline power fault alarms could not be conclusively determined through this analysis. Although not confirmed, the observed corrosion on the pins in the inline connector may have contributed to the reported event. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 10055848, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 04mar2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline power fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault alarm. The alarm came on the morning after shower when getting ready to do the driveline dressing. During inspection, no damage to the controller pins, battery clip, or modular cable were noted. The log file confirmed driveline power b faults on (B)(6) 2025. The controller and modular cable were exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.